Event description:
It was reported that "when pt became unwell, monitor did not alarm. The pt has died."

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.